Event description:
Subject: device interference and reset -- medtronic interstim micro to whom it may concern: I am reporting a critical issue with my medtronic interstim micro neurostimulator. While traveling from (B)(6) to jamaica, with a layover through (B)(6) on the outbound trip, and again on the return with a layover in (B)(6), my internal implanted device was reset or erased by exposure to security scanning equipment prior to tsa screening. Specifically: the first reset occurred during the (B)(6) layover before boarding to jamaica; the second reset occurred during the miami layover on my return to (B)(6) upon returning home, my clinic confirmed that the implanted pulse generator itself had lost its programmed settings and required a full reprogramming. This was a significant disruption to therapy and posed a health risk, given the loss of neuromodulation during travel. I believe this represents a design vulnerability of the interstim micro platform. The internal implanted components are not sufficiently protected from electromagnetic or magnetic interference that is commonly encountered in international and industrial security environments. Patients are not being adequately warned about this risk, and the manufacturer appears to underreport these incidents. I am requesting: that this event be documented and formally reported; that medtronic investigate improvements to the shielding of the internal implanted device; that stronger warnings be included in patient and provider education materials about travel risks outside the tsa environment; that the FDA track these events more transparently thank you for your attention to this important patient safety matter. Sincerely, (B)(6).